Event description:
It was reported that the customer experienced repeated occlusion alarms from may to (B)(6) 2025, with the blood glucose level exceeding 500 mg/dl on at least one occasion. The customer addressed the high blood glucose by administering a correction bolus via the pump and resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery. The customer did not require third-party assistance and declined additional help from technical support, opting to close the case.